Event description:
Caller stated device was implanted in right buttock (B)(6) 2010. Caller complained of swelling in left leg, muscle spasms, pelvic pain, ambulation difficulties, loss of range of motion, and shortness of breath. Device was removed (B)(6) 2014, but caller states she was still experiencing symptoms. Device was returned to manufacturer for analysis. Letter received stating no issues were found with device.